Event description:
The patient experienced arrythmia and discomfort and was brought into the emergency room. While in the emergency room, it was not possible to interrogate the device. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable.

Event description:
Additional information was received that premature battery depletion was alleged and a loss of pacing was observed.

Manufacturer narrative:
The reported events of premature discharge of battery, failure to interrogate, no pacing and no lv output were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and the titanium case. The device was cut open to enable further testing, and the battery was found depleted. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery, and resulting in the reported events. A manufacturing process anomaly consistent with a header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.